Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for high or low blood glucose alerts. The customer reported that the pump was alerting that they were low in the 40 mg/dl range, but the customer did not check their blood glucose levels. The customer also had blood glucose levels between 260 mg/dl and 280 mg/dl. The customer treated the high levels with the insulin pump and the low levels with glucose/carb intake. The device did not pass troubleshooting. It is unknown whether auto mode was used at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly.